Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing fatigue and had a heart rate of 40 to 50 beats per minute. Upon interrogation, the right ventricular lead exhibited loss of capture and a drop in sensing. A chest x-ray was performed which noted that the lead had dislodged. The patient successfully repositioned the lead and normal electrical lead values were noted. The patient was in stable condition post surgery and would continue to be monitored.